Manufacturer narrative:
The 3-spike disposable set was discarded at the hospital and was therefore not available for investigation. It was reported that there was no damage to the disposable set as a result of the reported "over temperature" incident. The library/retain sample for this lot was reviewed and no manufacturing issues were noted. The manufacturing batch records for this lot were also reviewed and no anomalies were identified. All 3-spike disposable sets are 100% leak tested and 100% visually inspected prior to release from belmont medical technologies. The rapid infuser, ri-2 involved in the incident was evaluated by the distributor and performed according to specification. When the rapid infuser detects a situation that is compromising effective infusion, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. It was reported that there was no harm to the patient. We will continue to monitor and trend similar reports of this nature and take further action if required. Should additional information become available, a supplemental report will be provided.

Event description:
Belmont's distributor received a complaint from the user facility involving three disposable products (3-spike disposable set, 3.0 liter reservoir, and dual patient line) and reported the following: "during 'total abdominal hysterectomy', #102 over temperature error occurred using ri-2. The user has replaced the new disposable kit." This report is for the 3-spike disposable set; separate reports will be entered for the 3.0 liter reservoir and dual patient line.